Event description:
On 28-jan-2026, arthrex was notified via email of a case study published in 2021 by arthroscopy, sports medicine, and rehabilitation titled "medial patellofemoral ligament reconstruction using suture tape for patellofemoral joint instability." The study reviewed seventeen (17) patients who underwent knee procedures using arthrex swivelock to treat patellar instability. One (1) patient had a revision during the fourteen (14) month follow-up period. Ref: xu, j. C., et al. (2021). "Medial patellofemoral ligament reconstruction using suture tape for patellofemoral joint instability." Orthop surg 13(3): 847-854.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.